Manufacturer narrative:
The na electrode lot number and expiration date were requested but not provided. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer checked the analyzer and found a loose connection on the sample probe fitting. The sample probe fitting was tightened and the electrode block was checked for seating of the electrodes. Ise primes and ise checks were performed. The customer ran calibration and quality controls successfully. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na (sodium) for gen.2 on a cobas pro ise analytical unit. The sample initially resulted in a na value of 149 mmol/l and repeated as 142 mmol/l on a second module. The repeat result was deemed correct. No incorrect result was reported outside of the laboratory.